Manufacturer narrative:
It was noted that the device is not available for evaluation because it was implanted. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that in primary surgery the surgeon broached with a #4 set and sat implant and sat proud 2-3 inches. Using the #4 stem doctor finds this happens often.

Manufacturer narrative:
An event regarding stem seating height issue involving an accolade stem was reported. The event was not confirmed. Device evaluation and results could not be reviewed as the device was not returned. A review of the provided information by a clinical consultant could not provide any insight. It was noted in the operative report that the surgery went ¿excellently¿. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because further information is needed.

Event description:
It was reported that in primary surgery, the surgeon broached with a #4 set and sat implant and sat proud 2-3 inches. Using the #4 stem doctor finds this happens often.